Event description:
It was reported that when the surgeon was removing a screw with the reflex hybrid removal and the tip broke off into the screw. The tip was removed from the screw and there were no adverse effects to the patients. There was also no delay in surgical time. There was another one available in the room if he needed it but he did not.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the reported reflex hybrid revision driver screw extractor was confirmed visually to have the distal tip fracture during surgery. The likely mode was too much torsional force applied causing fracture. Manufacturing files were reviewed and no issues were found for this lot number. Conclusion: the root cause of the instrument fracture is likely either a result of over tightening of the draw rod into the implanted screws and/or the age of the instrument.